Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set separated. The following information was received by the initial reporter with the verbatim: we had two incidents this past weekend with item 10013902 bd smartsite low sorbing extension set lot h370100139021, the filter fell apart , I have the product in my office. No harm evident at this time. Inconvenience to nursing coworker to have to prime new tubing, break in the line of a central line increasing risk of clabsi and loss/waste of custom tpn fluid due to priming of second set of tubing all issues. Tubing placed in baggie and taken to materials management office first thing monday morning with a note to give to (B)(6). This is a repetitive issue now. After spiking tpn and attaching filter to tubing and priming fluids, I was about to attach tubing to infant's PICC line when the filter fell apart where tubing should be glued to junction on back of filter. I replaced the filter, started fluids and set broken filter aside. Broken filter was never attached to infant's PICC line. Reported to charge nurse.

Manufacturer narrative:
H6: investigation summary two samples of item 10013902 were submitted for quality investigation. The customer complaint of separation was verified by visual inspection. The samples submitted both show that the tubing separated from the outlet port of the filter component. Further examination of the sample indicates an absence of solvent at the outlet port of the filters and on the corresponding ends of the tubing. A device history record review for model 10013902 lot number 23039088 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. An investigation of the lack of solvent at the union location between the outlet of the filter port and tubing was initiated at the manufacturing location. The potential root cause for the separation seen in the sample is the incorrect solvent dispenser set up. An update to the work instruction for assemblies of model number 10013902 to include the correct usage of the assembly fixtures were issued. H3 other text : see h10.

Event description:
It was reported that bd alaris smartsite low sorbing set separated. The following information was received by the initial reporter with the verbatim: we had two incidents this past weekend with item 10013902 bd smartsite low sorbing extension set lot h370100139021, the filter fell apart , I have the product in my office. No harm evident at this time. Inconvenience to nursing coworker to have to prime new tubing, break in the line of a central line increasing risk of clabsi and loss/waste of custom tpn fluid due to priming of second set of tubing all issues. Tubing placed in baggie and taken to materials management office first thing monday morning with a note to give to mike or jill. This is a repetitive issue now. After spiking tpn and attaching filter to tubing and priming fluids, I was about to attach tubing to infant's PICC line when the filter fell apart where tubing should be glued to junction on back of filter. I replaced the filter, started fluids and set broken filter aside. Broken filter was never attached to infant's PICC line. Reported to charge nurse.